Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
It is reported that during advancement the stent moved proximally on the balloon. The physician decided to retract the stent delivery system (sds). The sds and sheath were removed as one unit without issue. It is unknown how the procedure was completed. There is no reported patient injury. Evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation without any ancillary devices or cine images from the procedure. The stent was intact but the stent position on the catheter had shifted proximally approximately 15mm. T=0 was established by the distal edge of the witness marks. The stent was able to be repositioned at its original location but the stent crimp had been compromised by the repositioning and the noted bending.